Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture and increased capture thresholds. The device was reprogrammed. The patient presented in clinic on (B)(6) 2018 for follow-up and the measurements remained consistent. The issue was resolved without sequel adverse events.